Event description:
It was reported that the catheter had stopped functioning twice due to clogging. The first clog was taken care of on (B)(6) 2012 and the second on (B)(6). Both a rotor study and a dye study were performed each time. The physician was able to get the device clear and running, though it was unknown how. It was noted that the physician would manipulate it back and forth. The device system was infusing morphine.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).